Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that seven years and twenty eight days post port placement, the catheter allegedly broke into segments. Reportedly, the catheter was removed due to damage. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, tactile and functional testing were performed on the returned device. A complete compound break was noted to the distal end of the attached catheter and appeared to be elliptical in shape. The edges were noted to be uneven. The surface was noted to be granular in one region and round and smooth in the other region. Splits were noted on the borders of each region. Therefore, the investigation is confirmed for the reported fracture, material separation and the identified deformation and naturally worn issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2021), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that seven years and twenty-eight days post a port placement, the catheter allegedly broke into segments. Reportedly, the catheter was removed due to damage. There was no reported patient injury.